Manufacturer narrative:
Date returned to mfg.: 3/8/2024. Evaluation codes: updated. One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the main board was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device time and date did not change. There was unknown patient involvement and unknown patient harm.